Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km48. (1) sample of km48057 (lot f1 - june 2011) was received for evaluation. Microscopic examination of the fracture plane noted multiple stress cracks adjacent to the fracture. The orientation of the stress cracks suggests that the drill was been bent during use or cleaning. Based on this observation the device has seen unusual axial loading which is inconsistent with normal use. Device experienced axial loading inconsistent with normal use. No corrective action is warranted.

Event description:
Alleged event: the drill bit snapped during surgery. The surgery was a transphyseal bridge, the piece was recovered and the animal was not injured. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report.

Event description:
Alleged event: the drill bit snapped during surgery. The surgery was a transphyseal bridge, the piece was recovered and the animal was not injured. The patient's condition was reported as fine.